Manufacturer narrative:
On (B)(6)2023, a patient underwent implantation of a custom-made hip replacement (sa2332402). When drilling through the custom-made drill guide (sa2332406), an irreversible deformation of the flexible drill shaft ic (ref 02822120) occurred. According to the explanations of the sales representative present, the drill bit suddenly jammed during drilling for an unexplained reason and the drill shaft continued to rotate for a short time, causing it to deform. To continue the surgery, a drill shaft and drills of another manufacturer had to be used. With these drills, the required drilling depth could not be achieved and the surgeon had to screw in the inserted screws directly by hand to the required drilling depth. For the analysis, the flexible drill shaft ic used during the surgery was available. On the instrument there was a nearly rectangular bend in the flexible part of the drill shaft. In addition, several spiral turns were deformed in themselves (see fig.1). After a review of the product and manufacturing documentation, a technical cause that could be traced back to manufacturing problems can be ruled out. The standard surgical techniques and the surgical technique for the custom-made product have been checked in terms of content, no errors could be found. According to the explanations of the sales representative present, the drill suddenly jammed during drilling for an unexplained reason. The drill shaft continued to rotate for a short time and as a result it was then deformed. The bending of the drill shaft is therefore to be regarded as the result of subsequent damage. Therefore, the incident can be regarded as a random failure of a component with regard to the drill shaft. A possible cause for the jamming of the drill could have been an unintentional user error, but the condition of the bone could also have had an influence, however both was not reported. The surgeon is trained in surgical techniques and was supervised by the sales representative who was present. This incident was assigned to the error pattern "deformation of the instrument" with the consequence "inadequate preparation of the bone". For the marketing period 01/01/2020 to 31/08/2022, no further incidents have become known regarding the error pattern. (B)(4).

Event description:
On (B)(6)2023, a patient underwent implantation of a custom-made hip replacement (sa2332402). When drilling through the custom-made drill guide (sa2332406), an irreversible deformation of the flexible drill shaft ic (ref 02822120) occurred. According to the explanations of the sales representative present, the drill bit suddenly jammed during drilling for an unexplained reason and the drill shaft continued to rotate for a short time, causing it to deform. To continue the surgery, a drill shaft and drills of another manufacturer had to be used. With these drills, the required drilling depth could not be achieved and the surgeon had to screw in the inserted screws directly by hand to the required drilling depth.